Event description:
The rv (right ventricular) lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up did not yield any additional relevant information regarding the reason for rv lead replacement. However, follow-up did determine that there was chronic low impedance on the lv (left ventricular) lead. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based in-part on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured, the defibrillation conductor was fractured, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism; distal segment returned and analyzed.